Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that although care was taken to insert the catheter carefully to avoid damaging the valve structure, blood leaked from the valve. This occurred when reconnecting the sheath, e.g., placing a catheter before pulmonary vein isolation (pvi) or following premature ventricular contraction (pvc). Case completed successfully. Procedure was ended without problem. There was no patient consequence reported. Issue the form to request for improvement from the customer; the valve structure still feels weaker than the agilis sheath. Additional information was received on the event. They were unable to be more specific on what section broke/separated or if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. No blood return was observed. The issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. No medical intervention was required. Per the additional information received stating no blood return was observed and the sheath was not used on the patient, additional clarification has been requested. However, no further information has been made available. With the information available, the event was conservatively assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 29-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)-2022 clarifying the event. Blood leaked from the valve. The sheath was being used in patient. The valve was oozes with blood. The device evaluation was completed on (B)(6)-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that although care was taken to insert the catheter carefully to avoid damaging the valve structure, blood leaked from the valve. This occurred when reconnecting the sheath, e.g., placing a catheter before pulmonary vein isolation (pvi) or following premature ventricular contraction (pvc). Case completed successfully. Procedure was ended without problem. There was no patient consequence reported. Issue the form to request for improvement from the customer; the valve structure still feels weaker than the agilis sheath. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and backpressure test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)